Manufacturer narrative:
The used/damaged suture hook, 45 degree left is not expected for evaluation as it was discarded at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the reported suture hook breakage was not able to be determined. However, based on available information and evaluation of similar complaints, the most probable cause of the reported breakage was use related due to the number of usage and/or excessive force being applied to the tip of the suture hook while in use. A review of the DHR could not be performed, as the lot number of the involved suture hook was not provided. A review of the account purchase history showed three previous shipments of this type of suture hooks and the shipped dates were as follows: feb-2016, mar-2015 and nov-2013. However, without the exact lot number, the age of the device was unable to be determined. Additionally, the suture hook is a limited reuse device (5 procedures) and the number of uses was not provided from the customer. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of the tip breakage and patient's injury the information for use (IFU) provides the following warnings and precautions: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not exceed five (5) procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Device was discarded at user facility.

Event description:
The user facility reported that during use of this 3.4mmx130mm suture hook, 45 degree left in a shoulder arthroscopy labral repair procedure, the tip of the suture hook broke off in the surgical site. Reportedly, the breakage occurred on the second pass and when the labrum was pierced. The broken tip was safely removed and the procedure went on with the use of another suture hook. Other than a five minute delay, the procedure was otherwise completed with no further complications, or patient injury. This report is filed on the basis of potential injury with recurrence.